Event description:
Prytime is filing this report in an abundance of caution due to the presence of an introducer sheath, which may have contributed to a thrombus formation requiring a thrombectomy. The presence of the introducer sheath within the bloodstream could not be ruled out as a potential contributor. It was confirmed that the user facility utilized the OEM introducer sheath supplied in prytime's convenience kit. Prytime was notified of this case on (B)(6) 2023. The case involved a patient that was presented to the ER with complaints of contractions and bleeding. The patient had a placenta accreta diagnosis; the accreta was ruptured, causing the patient to hemorrhage. Percutaneous access was gained at the right common femoral artery (cfa). Catheter was placed in zone-3 and fully occluded for 1 hour and 3 minutes. There were no issues encountered during advancement of the catheter through the sheath, or during use of the catheter and sheath during the reboa procedure. After the procedure was completed the catheter was removed and a thrombus was discovered at the insertion site which required a surgical thrombectomy. The vessel was repaired via standard repair procedures. Post-surgery, a computed tomography angiography (cta) was performed; and per the user facility, everything was looking normal, and the patient was doing well. Upon investigation of this incident, it is likely that proper sheath management was not followed, thus causing a clot formation (thrombus) at the insertion site. Overall, there was no confirmed deficiency with the prytime product exhibited in this case. There is no reported or alleged failure of the kit components, the kit, or its labeling. In addition, there is no reported or alleged failure or deficiency of the prytime catheter or its labeling.